Manufacturer narrative:
A ge service representative performed an on site investigation. The cable was replaced during the service call.

Event description:
It was reported that the stenoscope system had a kv error and went to maximum technique then the images became washed out during a case. No patient injury was reported.